Manufacturer narrative:
Lot review: a review of lot# 3293931 showed that (B)(4) units were manufactured, tested, inspected and released citing no exception documents. Receipt analysis: 1/10/2017 - received one used tego, d1000, lot# 3293931. No mating devices were returned. Blood was under the silicone. Functional testing: a single used d1000 tego was returned for investigation of leakage. Blood was observed in an area near the thread posts. There was no visual damage to the exterior of the silicone seal. When flushed a clot was discharged. The d1000 tego sample was pressure tested and passed without leakage. Final analysis summary: the blood on and around the thread posts appeared to have been introduced externally. When, where, and how the blood was exposed to exterior of the tego connector is not known. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one tego, d1000, lot# 3293931 (mfd. 07/16). Report states: connection on a catheter, we noticed blood leak (blood drop) at the level of the cap. Changed tego. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3293931 showed that (B)(4) units were manufactured, tested, inspected and released citing no exception documents.

Event description:
Complaint received regarding one tego, d1000, lot# 3293931 (mfd. 07/2016). Report states: connection on a catheter, we noticed blood leak (blood drop) at the level of the cap. Changed tego. No adverse patient consequences reported.